Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was seen with wound dressing issues during the trial. They were placed on a course of oral antibiotics. The treating physician saw the patient three days prior to the scheduled case and thought the wound looked fine. They were scheduled for the second stage implant. The wound was undressed on the table and connection pocket appeared red around the sutures with the wound not fully closed. The physician squeezed the wound and pus exited the site. Due to the infection, the lead and percutaneous extension were completely explanted. A swab of the wound site was taken and sent for analysis. No results were provided. No further information was reported. A follow up report will be sent if additional information is received.